Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced vaginal mesh exposure. The patient underwent a trimming procedure on (B)(6) 2014 and underwent removal of mesh exposure on (B)(6) 2017.